Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced 2 infusion set fell off event on (B)(6) 2024.the infusion set was in use for over 24 hours then about 3 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.